Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified eccentric, moderately tortuous, 90% stenosed, distal right coronary artery (rca). The 3.0x15 mm trek rx dilatation catheter was delivered via femoral approach. The first balloon inflation was to 8 atmospheres for 5 seconds at which time the balloon ruptured. There was resistance felt during advancement due to the anatomy. A different non-abbott balloon catheter was used successfully to complete the case. No adverse patient effects or clinically significant delay were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, sion; guide cath: launcher 7f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.